Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) was explanted and replaced due to oversensing of noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A fracture of the anode conductor coil was observed approximately 345 millimeters (mm) from the terminal pin. The conductor coils are slightly deformed in this area as well. Due to the location and type of damage, this is consistent with a fatigue fracture in the clavicle area, with a possibility of an inclusion in the wire at the initiation site or an inclusion between core and casing. The outer insulation also had an abrasion noted through to the anode conductor coil approximately 253-258 mm from the terminal pin. Due to the location and type of damage, this is consistent with lead-on-lead contact coupled with movement, within the clavicle first rib region. Analysis was able to confirm the allegation made against the lead in the field.

Event description:
It was reported that this right ventricular (rv) was explanted and replaced due to oversensing of noise. No additional adverse patient effects were reported.